Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they customer hospitalized and was sent to emergency room due to diabetic ketoacidosis on (B)(6) 2021. Customer¿s blood glucose level was unknown at the time of hospitalization. Customer was treated with insulin drip. Customer's nurse stated that they have been told by the customer that it was still in warm up and she has not been blousing due to the 48 hour warm up. The insulin pump will not be returned for analysis.